Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l1. It was reported that "cement leakage was observed" intra-operatively. According to the report, the patient is asymptomatic and the cement extravasated at the disc level. The cement viscosity was reportedly "doughy and homogenous" prior to injection. No other complications were reported.

Event description:
The causal relationship between the event cement leakage and the bkp products has been changed to ¿not ruled out¿ from ¿not related (due to the technical factor)¿. The outcome remained unchanged as no health damage with an outcome date of (B)(6) 2014.